Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose with the highest cgm value around 400 mg/dl, confirmed as ¿high¿ by fingerstick, while using the ilet with a teflon infusion set placed on the abdomen and a freestyle libre 3 plus cgm; the user and agent performed troubleshooting, found no supply issues or dosing or meal timing deviations, and the user changed all supplies, with the cause of the hyperglycemia unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, insufficient information to determine a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.